Event description:
Boston scientific received information that this device with non-boston scientific right ventricular lead displayed an increased impedance measurement. All other lead measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.